Event description:
It was reported that the pacemaker system alerted for right ventricular (rv) pace impedance greater than 2,000 ohms. The rv lead was suspected to be fractured. The lead was successfully explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.